Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on an unknown date, and a mesh was implanted concurrently with lavh. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and tvt was implanted.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018 patient codes: (B)(4) - urinary/bowel problems, recurrence. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, and vaginal scarring.